Manufacturer narrative:
An isolated shutdown occurred with a delay of 5 minutes. A full analysis of the data logs has been performed and indicates that a communication error occurred when the user attempted to load an existing patient folder from pacs, due to a shared memory error. Initially assessed as non reportable the root cause identified is a known bug. This bug has already been reported therefore the event is now assessed as reportable.

Event description:
It was reported that during a surgery, while the post-op CT was being transferred to robot, the robot arm disconnected and the system shut down. The system restarted, and functioned per normal.